Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. Additional information has been requested regarding the specific healthcare facility information, but has not yet been received. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. The physician elected to continue with remote monitoring and will re-evaluate the device battery status in 3 months. The device was subsequently explanted and replaced to resolve the event and the patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.